Event description:
Device 4 of 4: reference MFR report number: 1627487-2019-03028. Reference MFR report number: 1627487-2019-03029. Reference MFR report number: 1627487-2019-03030. It was reported that the patient had their supra-orbital leads repositioned to improve coverage. One of the patient's occipital leads was explanted and replaced due to fracture. Therapy was restored post-operatively. It is unknown which occipital lead was explanted and replaced, therefore both are being reported.